Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was duplicated and attributed to a faulty lcd display. The lcd display was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device's display showed horizontal lines and was not legible. Complainant did not indicate that there was any patient involvement in the reported malfunction.